Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the iob (insulin on board) was not calculating correctly into the bolus total recommendation. It was reported that the patient experienced blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: during investigation, the pump settings confirmed that the iob (insulin on board) was set to 4 hours. The pump settings confirmed the insulin to carb ratio was set to 1 unit per 8 grams. The insulin sensitivity factor was set to 1 unit per 40 mg/dl. After performing a 12.85 unit bolus, the patient setting was used. The ez-carb bolus was performed for 100g carbs with a bg (blood glucose) of 275 mg/dl, the pump correctly display the iob (insulin on board) of 12.84 in the recommended bolus. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.